Event description:
Customer reported the 470 ml methotrexate (bright yellow in color) was started as a secondary infusion at 20ml/ hour for 23.5 hours with a liter bag of ns as the primary infusion. Eight hours later, the nurse noticed "the primary tubing above the secondary side port was a light yellow in color up to the drip chamber; however, the ns primary bag was clear". The pt received all required chemotherapy. Event occurred on unit 3 west-s. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report that the secondary backed up into the primary. The customer state the set was not saved and is not available for failure investigation.